Event description:
It was reported that a patient underwent a convective radiofrequency water vapor thermal therapy procedure and his urinary issue did not improve and became so aggravated that he was unable to urinate. Patients urologist said that scar tissue which should have been expelled was blocking patients urethra. A surgical procedure under general anesthesia is need to correct the issue.

Event description:
It was reported that a patient underwent a convective radiofrequency water vapor thermal therapy procedure and his urinary issue did not improve and became so aggravated that he was unable to urinate. Patients urologist said that scar tissue which should have been expelled was blocking patients urethra. A surgical procedure under general anesthesia is need to correct the issue.

Manufacturer narrative:
The device is not available for analysis. A review of the rezum IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on review of the information available, urinary retention is known risk associated with the use of the device and is noted as such in the instruction for use (IFU). An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.